Event description:
It was reported that the pt underwent a plif at l2/3 to implant two interbody devices and posterior fixation concomitantly. The first cage was implanted without any complications. The second cage was implanted too far anteriorly. The cage could not be retrieved. The pt has been observed for a period of time. No pt complications were reported at this time.

Manufacturer narrative:
(B) (4): this part is not approved for use in the united states; however, a like device catalog # 2940532l, 510k # k033926 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. We are unable to determine the cause of the event. Device history records for this lot were reviewed. No documentation was found that would indicate a non-conformance to specifications.